Event description:
Noise was observed. As a result, the patient received multiple inappropriate therapies and observed this occurrence only when turned on the left side. The sense/pace portion of the lead was capped.

Manufacturer narrative:
No medwatch form was received.